Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens would not fully advance out of injector when placement was attempted. It was swapped out of new lens and injector and the procedure was completed. There was a patient contact. Additional information has been requested and received stated that surgeon attempted to insert lens which became lodged in the injector and would not advance. New iol was obtained and procedure completed. There was no patient harm.

Manufacturer narrative:
The device was returned loose inside a large biohazard bag. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced. The optic, the leading haptic, and half of the trailing haptic were advanced beyond the device. The distal portion of the trailing haptic was misfolded, extended backward and stuck in the nozzle tip along the left side of the plunger. The trailing haptic distal tip was oriented toward the loading area. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The trailing haptic position indicates it was not in a proper position for advancement per the provided diagrams in the instruction for use (IFU). The root cause cannot be determined for the misfolded haptic. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23°c / 73° f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The trailing haptic may become stuck: if the plunger is not fully advanced the haptic may not release properly from the device if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).